Manufacturer narrative:
(B)(4).

Event description:
It was reported vis sprinklr that a broken needle occurred. On approximately (B)(6) 2025, the patient stated that the needle broke off in their skin when inserting the wearable. The cgm wouldn't read so the patient took off the wearable. The patient had to go to the doctor and had the needle cut out of their arm. Although the patient reported the needle broke off, they reported that the sensor wire was the component that was broken. Follow up contact could not be made with the patient to confirm this information as there was no contact information provided during the report on sprinklr. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.